Manufacturer narrative:
Additional information d9, h3, h6: the device was received for evaluation. During functional testing, a downstream occlusion alarm when none was present was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Alarms however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when none was present. There was no patient involvement. No additional information is available.